Event description:
It is reported that the pt underwent revision surgery (B)(6) 2011 to remove right side segmental spinal instrumentation from l2 - l5 of which an MRI showed one screw at l5 was broken, causing the pt pain. During removal of the construct a stress fracture through part of one of the rods was found however asymptomatic. A new construct of segmental spinal instrumentation was implanted in the pt on the right side at l2 - l5. Reported at the same time, a previous revision occurred with this pt on (B)(6) 2010 when a construct of segmental spinal instrumentation was removed from the left side, which included a broken screw at l5. A new rod and screws, and a new 7.5 mm x 50 mm screw at l5 were implanted in the pt.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation and a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the transition 2 level implant, lordosed, 36 mm design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction. Had incorrect date ((B)(6) 2010). Correct date is (B)(6) 2011. FDA had requested this be a separate MDR and not combined as previously submitted.